Manufacturer narrative:
(B)(4). Date sent: 9/24/2020. D4: batch t9546g. Investigation summary: the shaft was received with the inner tube detached from the shaft sheath. Therefore, functional testing could not be performed, as the shaft could not be connected with the test handle. Due to the device returned condition we were unable to investigate further the reported cautery issues. No conclusion could be reached as to what caused this issue. Additionally as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch #: t95a4a. Additional information was requested and the following was obtained: did the generator display any error messages and if so what were they? There is no report about the error. No further information will be available. Did the device pass the pre-test? No further information will be available. Had the device been working and then stopped? The device did not activate well, so the surgeon decided to stop using. No further information will be available. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic cholecystectomy, the device did not activate well. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.